Event description:
During implant, the doctor was going to insert the lead into the lead epidural needle that was already in place in the pt when he noticed that the lead was broken at the second electrode. Additional info has been requested, a follow-up report will be sent if additional info becomes available.